Event description:
Patient was revised to address pain, osteolysis. Tibial loosening was also reported at the bone/cement interface. Depuy cement was used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were received. Review of the supplied medical records confirmed device loosening. Review of the device history records and/or a lot specific complaint database search was not possible as the product code and lot code required was not provided. The investigation could not conclusively identify the root cause of the device loosening; however, the noted osteolysis and infection are possible contributing factors. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.